Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, black particles in the shell, and an opening on the posterior side. A visual and microscopic analysis were performed which identified a sharp opening on the posterior sie, stress marks, and fold crease. A dimension measurement in the shell was performed which identified a sharp opening on the posterior side, stress marks, and fold crease. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp pattern on the posterior opening assessed as a surgical impact opening, for the stress marks in the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.